Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) lead was part of a system revision due to pocket infection. The patient had staphylococcus aureus infection and was treated with antibiotics. Furthermore, the patient already had fever, body pains, and chills a few weeks prior to testing positive of infection. There was no additional adverse patient effects reported. This crt-d was explanted.